Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This ra lead was repositioned 1 hour post implant due to dislodgement. It is suspected that the medtronic catheter used to implant the rv lead may have bumped this lead upon removal. This lead was successfully repositioned and remains actively implanted.